Event description:
Pt presents because of medtronic (micro jewel) defibrillator malfunction. The micro jewel 2 defibrillator has prolonged charge times. Consultation with medtronic representatives led to neuromendation for pulse generation replacement. The device is still under MFR's warranty. The device is under MFR alert. The device was electively replaced 1999.